Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Concomitant products: catalog #00434901213, humeral stem, lot #62926357. Catalog #00434904011, glenosphere, lot #62934794. Catalog #00434904000, polyethylene liner, lot #62890674.

Event description:
It is reported that the patient underwent shoulder arthroplasty revision approximately eighteen months post-implantation due to loosening of the baseplate component.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-00938 and 0009613350-2017-00203, 00201. Reported event was confirmed by review of x-rays provided. X-rays reviewer stated that "right shoulder noncemented arthroplasty which is anatomically aligned. Periprosthetic lucencies are seen adjacent to both of the transcortical screws within the glenoid, raising suspicion for loosening/infection." Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.